Event description:
Caller reported an issue with a continuous glucose monitor (cgm) error, identified as error 42, which occurred with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive information on resetting the pump and guided the caller through the process. After the pump reset, the cgm error code did not reappear, and the caller successfully initiated their sensor session.